Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 16-nov-2020, and inspection of the unit was performed under service order 3129979 where the quality control inspector documented the following codes on (B)(6) 2020: distal cap - fixed type failed seal integrity inspection, prism lens chipped, distal cap - fixed type distal tip upgrade, air/ water socket cylinder residue deposit, middle lcb distal cover glass glue is missing, endoscope failed electrical safety test - plct, segment screw disconnect at insertion tube, endoscope failed electrical safety test - hi-pot, lightguide prong bent, bending rubber glue cracking at insertion tube side, prism glass glue missing, light carrying bundle distal cover glass single chipped, suction tube twisted/kink, operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, lcb distal cover, objective prism assy, bending rubber, distal case/cap, suction channel lg, o-ring (0.5x1.3) imp-1, deflector body link, o-ring (1.8x19.8), signal wire for ccd imp-t, shield pipe for ccd, rubber trim collar. The video duodenoscope is pending repair or final qc approval as of 11-dec-2020.